Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of complaint (reported issue): "air in line - not visible and unresolved.". Impact to patient: delay in treatment, interruptions to clinical care due to time required to resolve alarms. Action(s) taken changed out pump (isolate and send to bioengineering department), followed b. Braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced (triple bag and send to material management), other. Medication / fluid kp04 30mmol. IV rate 93ml/hour. Other details this is a high alert medication, in which the patient requires all of the medication that is in the supplied bag. All of the b braun trouble shooting interventions were utilized. Not only is it delay in medication administration, took an additional 2-3 hours of additional time, it is also a heavy amount of time in which nursing had to spend problem solving, while providing care to an additional 6 patients and assisting with all the care needs of the unit. As the nurse administering the medication, we were in the room minimally 6-10 times an hour responding to pump alarms. Thus, delaying the care of other patients. This was also very disruptive to the patients sleep.